Manufacturer narrative:
A siemens headquarters support center (hsc) reviewed the event. Hsc found mix imprecisions, however this does not affect the result in question. Hsc reviewed spin data but did not find any issues. The cause of the discordant, falsely elevated total prostate specific antigen result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total prostate specific antigen result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported out to the physician(s), which was questioned. The customer repeated the same sample on the same dimension vista instrument, resulting lower. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated total prostate specific antigen result.